Manufacturer narrative:
Device received with no button response due to flattened (escape, act, up and down) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer stated that the button not working and hard to push down. Troubleshooting was performed. Customer stated the time was advanced. Customer was advised the insulin pump will need to be replaced and was discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.